Event description:
The distributor reported contamination was identified in the fluid path of a connector within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one new unused device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the manufacturing process.